Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced cylinder migration from the corpora cavernosa into the scrotum, which led to a surgical intervention. During the procedure, it was noted that the corporotomies did not heal due to lack of blood, which led to the migration and tissue extrusion. The cylinders were removed and replaced; it was also indicated that smaller rear tip extenders were used, as they provide a better fit for the patient. The new components were plugged in to the existing pump and reservoir. There were no additional patient complications reported.

Manufacturer narrative:
Correction to the initial MDR in field h6 patient codes.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced cylinder migration from the corpora cavernosa into the scrotum, which led to a surgical intervention. During the procedure, it was noted that the corporotomies did not heal due to lack of blood, which led to the migration and tissue extrusion. The cylinders were removed and replaced; it was also indicated that smaller rear tip extenders were used, as they provide a better fit for the patient. The new components were plugged in to the existing pump and reservoir. There were no additional patient complications reported.